Event description:
It was reported that the motor bracket made contact with the brake pedal and unlocked the brake.

Manufacturer narrative:
The reported condition occurred in the unusual condition of the stretcher being at its highest height (or almost at its fully raised height) then being placed in maximum reverse trend of 18 degrees.